Event description:
It was reported that the patient presented in-clinic for a follow up. Upon interrogation, it was found that the right atrial (ra) lead exhibited loss of capture. The ra lead was explanted and replaced. The patient was stable throughout the procedure.